Manufacturer narrative:
This report is submitted on september 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient sustained a head trauma from a fall and experienced magnet dislodgement during a MRI (tesla strength not reported). Subsequently the patient has lost connection to the internal device and is scheduled for revision surgery to confirm magnet position; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic it was reported that revision surgery to replace the magnet was conducted under a general anaesthetic on (B)(6) 2018. This report is filed on october 10, 2018.